Event description:
The customer reported that they were unable to acquire 12 lead ECG. There was no report of patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.